Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a pump with a cadd cassette reservoir infusing veletri alarmed ? No cassette detected". It was reported the pump was changed and issue resolved. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a pump with a cadd cassette reservoir infusing veletri alarmed ? No cassette detected". It was reported the pump was changed and issue resolved. No adverse patient effects were reported.